Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: the medical team was gaining access at the internal jugular vein to place the impella rp flex for the 86 year old female patient in cardiogenic shock and an acute myocardial infarction. The team observed the guidewire to not be in the true lumen of the vessel and so the team removed the wire and applied purse string sutures. The team performed another access stick and the rp flex was placed. Additionally, the patient was supported on the left side by and impella cp. Unfortunately, when imaging was performed in the ICU the team observed a hemothorax to have occurred. The patient expired within hours. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Manufacturer narrative:
Major bleed/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.